Event description:
It was reported that during an unknown procedure, the device did not work. No further information is available. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Malformed clip, advancer bypass. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, it delivered six malformed clips due to an advancer bypass and fired the remaining clips conforming according to our manufacturing specifications. A possible cause for this issue is that an incorrect stack inside the shaft is creating forces that do not allow the jaws to open immediately after releasing the trigger. The device locked as intended but the orange indicator did not show up. A batch record review was performed and no anomalies were found during the manufacturing process.